Event description:
The customer reported, the 9600 system would not save images and displayed a system error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced, the hard disk drive was formatted, and the power supplies were checked. The system was tested and operates as intended.